Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within range.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas e 801 analytical unit. The initial result was <2 u/ml on (B)(6) 2024, the repeat results were 126 u/ml and 125 u/ml. The questionable result was not reported outside of the laboratory.